Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received info that during a follow up visit, this atrial lead was dislodged. A revision procedure was performed. An attempt to reposition this lead revealed unacceptable amplitude measurements. Finally, the lead was repositioned successfully. It was thought the lead may have dislodged due to an extended implant procedure time and helix difficulties. Post revision revealed acceptable measurements. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.